Event description:
It was reported that during a laparoscopic colon procedure, the surgeon was trying to do the anastomosis and the anterior side of the donuts were thin and there was a leak test performed and there was a leak. A temporary colostomy was performed to complete the procedure. The patient is currently recovering. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: lap colon was a male patient (B)(6). The device performed as expected although they didn't remember if it was a (B)(4) or a (B)(4). Tissue was placed as evenly as they could get it within the instrument as normal. They hand tightened the instrument, heard the crunch, did a half to three fourths turn and removed the stapler with everything working as expected. They noticed that the anterior sigmoid donut was thin and then during a leak test it was on the anterior wall that they had a leak. The surgeons and the staff do not always communicate to save the instruments after the case to allow us to send them in so there was no instrument to return. The patient is doing fine now and they did not have a date as to when the corrective surgery would be completed. Surgeon always fires the instrument themselves. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.